Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
Patient is reported that they were experiencing numbness in their upper extremities two years post tx.